Event description:
Pt is a premie born (B)(6) 2013 at (B)(6) gestation with severe pulmonary hypoplasia, transferred from outside hosp for nicu care and ECMO (extra corporeal membrane oxygenation.) Once ECMO was running, a part in the ECMO circuit (bioprobe) started to spray blood. ECMO circuit was clamped, pt received CPR for 1 minute, cracked part removed, ECMO circuit was reconnected with a different type connector and the ECMO was resumed. Total clamp time 2 minutes. Pt had no measureable long term injury from the incident. Cracked part was sequestered and will be returned to the MFR for analysis.